Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("intense pain, continuous pain in the right iliac fossa") and device breakage ("in the right tube the essure was extracted without visualizing a plate, hysterectomy to remove the remains of essure") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("in the right tube the essure was extracted without visualizing a plate, hysterectomy to remove the remains of essure" from (B)(6) 2019 to (B)(6) 2020). The patient had a medical history of dysthymia, cholecystectomy, vaginal itching, chest pain, paresthesia, neck pain, joint pain, sciatica and stress incontinence. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3747 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), musculoskeletal pain ("I have had generalized erratic arthromyalgias"), fatigue ("fatigue at all hours / made me feel extremely tired"), headache ("headaches"), dysmenorrhoea ("I began to suffer severe menstrual pain"), menstrual disorder ("menstrual disorder "), heavy menstrual bleeding ("abundant menstruations"), discomfort ("caused me discomfort"), hypertension ("hypertension"), photophobia ("photophobia"), depressed level of consciousness ("decreased level of consciousness for a few minutes duration that I hadnot previously suffered"), insomnia ("I have suffered numerous episodes of insomnia that I had never suffered before"), blindness (" loss of vision"), nausea ("nausea"), vision blurred ("blurred vision"), fibromyalgia ("fibromyalgia "), cardiac disorder ("heart problems"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), genital haemorrhage ("I have suffered bleeding"), pruritus ("itching"), multiple allergies ("allergies"), vomiting ("vomiting"), food intolerance ("food intolerances"), depression ("depression"), persistent depressive disorder ("dysthymia"), somatic symptom disorder ("somatization disorder"), abdominal pain upper ("epigastric pain"), cholelithiasis ("gallstones"), syncope ("syncope") and migraine with aura ("migraine with aura"). The patient was treated with surgery (total bilateral salpingectomy and laparoscopic essure extraction and on (B)(6) 2020 laparoscopic total abdominal hysterectomy). On (B)(6) 2020, device breakage had resolved with sequelae. At the time of the report, the outcomes for abdominal pain lower, musculoskeletal pain, fatigue, headache, dysmenorrhoea, menstrual disorder, heavy menstrual bleeding, discomfort, hypertension, photophobia, depressed level of consciousness, insomnia, blindness, nausea, vision blurred, fibromyalgia, cardiac disorder, anxiety, abdominal pain, genital haemorrhage, pruritus, multiple allergies, vomiting, food intolerance, depression, persistent depressive disorder, somatic symptom disorder, abdominal pain upper, cholelithiasis, syncope and migraine with aura were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, blindness, cardiac disorder, cholelithiasis, depressed level of consciousness, depression, device breakage, discomfort, dysmenorrhoea, fatigue, fibromyalgia, food intolerance, genital haemorrhage, headache, heavy menstrual bleeding, hypertension, insomnia, menstrual disorder, migraine with aura, multiple allergies, musculoskeletal pain, nausea, persistent depressive disorder, photophobia, pruritus, somatic symptom disorder, syncope, vision blurred and vomiting to be related to essure administration. The reporter commented: after insertion of essure symptoms that I had never suffered from up to that date, and that forced me to obtain a response from the emergency health services as stated in the emergency discharge report of (B)(6). Essure device was placed in both tubes withoutcomplications, leaving 3 rings intracavitarily in the right tube and 5 in the left. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2019: normal essures inserted at the isthmic level [x-ray] on (B)(6) 2010: verification of the correct placement of the device based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('intense pain, continuous pain in the right iliac fossa') and device breakage ('in the right tube the essure was extracted without visualizing a plate, hysterectomy to remove the remains of essure') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "in the right tube the essure was extracted without visualizing a plate, hysterectomy to remove the remains of essure" from (B)(6) 2019 to (B)(6) 2020. The patient's medical history included stress incontinence, sciatica, joint pain, neck pain, paresthesia, chest pain, vaginal itching, cholecystectomy and dysthymia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), musculoskeletal pain ("I have had generalized erratic arthromyalgias"), fatigue ("fatigue at all hours / made me feel extremely tired"), headache ("headaches"), dysmenorrhoea ("I began to suffer severe menstrual pain"), menstrual disorder ("menstrual disorder "), heavy menstrual bleeding ("abundant menstruations"), discomfort ("caused me discomfort"), hypertension ("hypertension"), photophobia ("photophobia"), depressed level of consciousness ("decreased level of consciousness for a few minutes duration that I had not previously suffered"), insomnia ("I have suffered numerous episodes of insomnia that I had never suffered before"), blindness (" loss of vision"), nausea ("nausea"), vision blurred ("blurred vision"), fibromyalgia ("fibromyalgia "), cardiac disorder ("heart problems"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), genital haemorrhage ("I have suffered bleeding"), pruritus ("itching"), multiple allergies ("allergies"), vomiting ("vomiting"), food intolerance ("food intolerances"), depression ("depression"), persistent depressive disorder ("dysthymia"), somatic symptom disorder ("somatization disorder"), abdominal pain upper ("epigastric pain"), cholelithiasis ("gallstones"), syncope ("syncope") and migraine with aura ("migraine with aura"). The patient was treated with surgery (on (B)(6) 2020 laparoscopic total abdominal hysterectomy and total bilateral salpingectomy and laparoscopic essure extraction). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the device breakage had resolved with sequelae. At the time of the report, the abdominal pain lower, musculoskeletal pain, fatigue, headache, dysmenorrhoea, menstrual disorder, heavy menstrual bleeding, discomfort, hypertension, photophobia, depressed level of consciousness, insomnia, blindness, nausea, vision blurred, fibromyalgia, cardiac disorder, anxiety, abdominal pain, genital haemorrhage, pruritus, multiple allergies, vomiting, food intolerance, depression, persistent depressive disorder, somatic symptom disorder, abdominal pain upper, cholelithiasis, syncope and migraine with aura outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, blindness, cardiac disorder, cholelithiasis, depressed level of consciousness, depression, device breakage, discomfort, dysmenorrhoea, fatigue, fibromyalgia, food intolerance, genital haemorrhage, headache, heavy menstrual bleeding, hypertension, insomnia, menstrual disorder, migraine with aura, multiple allergies, musculoskeletal pain, nausea, persistent depressive disorder, photophobia, pruritus, somatic symptom disorder, syncope, vision blurred and vomiting to be related to essure. The reporter commented: after insertion of essure symptoms that I had never suffered from up to that date, and that forced me to obtain a response from the emergency health services as stated in the emergency discharge report of july 21. Essure device was placed in both tubes without complications, leaving 3 rings intracavitarily in the right tube and 5 in the left diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: normal essures inserted at the isthmic level. X-ray - on (B)(6) 2010: verification of the correct placement of the device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.